Event description:
It was reported that two ems were used during an unknown procedure. It was reported by the affiliate that the staples would not deliver (feed). There was no consequence to the patient.